Event description:
The catheter was replaced in the left upper arm for antibiotic therapy. After a visit by the home health nurse, the pt complained of arm pain. Swelling of the upper arm was noted by the parents and the pt was taken to the e.r. The e.r. Physician flushed the pic line and noticed oozing of fluid around insertion site. The catheter was found to be separated. A radiologist removed the catheter and retrieved the separated portion from the pulmonary artery with a snare. Another peripherally inserted catheter line was then placed in the pt.